Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Subsequently, the pump touchscreen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer reloaded the cartridge to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.